Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and further noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was asymptomatic and self-treated with food, then self-injected insulin (dose and type unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. The following sections have been updated. B1 - adverse event/product problem: chose both adverse event and product problem. B5 - updated narrative to reflect malfunction verbiage. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and further noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was asymptomatic and self-treated with food, then self-injected insulin (dose and type unspecified). There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 2.10 mmol/l was compared to a competitor brand meter result of 17.70 mmol/l. The length of sensor days was 3 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.